Manufacturer narrative:
Customer collects samples in bd edta plastic tubes. Per the accutni assay manual, edta plasma is not a recommended sample type. Customer has been made aware of this by bci cts and applications. Samples are centrifuged at 7200rpm for 3 minutes. The customer stated that the samples were not re-centrifuged prior to repeat testing and also stated that the samples appeared clear with no visual fibrin. Sys check following this event failed. Qc level 1 was out of specification high and repeated within specification and qc levels 2 and 3 were within specification on the date of the event. Fse was on-site (B) (6) 2008 & (B) (6) 2008: the fse replaced a worn duckbill and corrected the routing for the aspirate and dispense probe tubing. Sys check passed and all controls were within specification. Fse followed up with the customer on (B) (6) 2008 and the customer reported qc issues. Fse returned and performed a pm and addressed hardware issues. Fse performed testing per verification procedures that passed specifications and a precision run that also passed specifications. Fse followed up with the customer on (B) (6) 2008, and it was stated that the instrument was running well since svc. Although hardware issues were noted; a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the unicel dxi 800 access immunoassay sys for three pts. Customer tested a sample for accutni and obtained a result of 3.629ng/ml. Upon repeat, this sample gave a result of 0.01ng/ml. A sample from another pt when tested for accutni gave a result of 4.633ng/ml and a repeat result of 0.01ng/ml. A sample from a third pt was tested for accutni and gave a result of 4.426ng/ml, and a repeat result of 0.01ng/ml. Two erroneous results were reported outside the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.